Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.3 inr/2.4 inr; 4.1 inr/2.9 inr; 3.3 inr/2.34 inr; 3.8 inr/2.74 inr; 4.2 inr/3.19 inr; 4.8 inr/3.59 inr; 3.0 inr/2.18 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.